Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and replaced the gui keyboard. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported for an 840 ventilator that inspiratory pause key failed extended self-test (est). The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.